Event description:
It was reported that the pump was explanted about a month after implant due to a pocket infection. The drug used in the device system was unknown.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).